Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to a high out of range impedance measurement on this right ventricular (rv) lead. No adverse patient effects were reported. The device and leads remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).